Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2018 and inspected on order (B)(4) where the inspector found the following failures: distal cap - fixed type failed seal integrity inspection, air/ water socket cylinder o-ring chipped, prism scratched, passed dry leak test, distal cap/ case chipped, eto vent valve loose inner shaft, passed wet leak test, middle light carrying bundle distal cover glass cracked, elevator body screw loose, fluid invasion not observed in pve connector, r/l brake knob auto lock when r/l angulation is manipulated, insertion tube gauge/dig at stage 1, hole in # 2 remote control button cover, umbilical cable single buckled under pve root brace, customer complaint confirmed, operation channel- primary mild resistance, image mild spot, insertion tube mild scratches at stage 3, insertion tube mild scratches at stage 10. The scope's is currently pending repair.